Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis preceded by cloudy pd effluent. However, there is no documentation in the complaint file to show a causal relationship between the event and use of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency or reported cassette leak for this event. The cause of the peritonitis was not confirmed, but the culture result of staphylococcus suggests a breach in aseptic technique. Staphylococcus accounts for almost half of the gram-positive peritonitis episodes with touch contamination as the primary cause. All pd patients are at increased risk of peritonitis due to being immunocompromised and because dialysis techniques increase the potential of microbial contamination. Based on the available information and the lack of any allegation of a malfunction, deficiency or leak, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) requested cancelling the scheduled delivery of solutions due to patient having peritonitis. Upon follow up with the pdrn, the patient was diagnosed with peritonitis on (B)(6) 2019 after symptoms of cloudy effluent. A pd effluent culture was obtained, and the patient was initiated on intraperitoneal (ip) antibiotics with vancomycin 1g every other day for 21 days. The pd effluent culture resulted positive for staphylococcus (species not provided). The cause of the peritonitis was not confirmed, but no leak or other issues were reported for this event. The patient continued pd therapy on the liberty select cycler with cycler set with no issues. The patient has completed the antibiotic regimen and has recovered from the peritonitis. The patient did not require hospitalization for this event.